Event description:
It was reported that during a bypass procedure the po2 reading was low and the membrane pressure was high. The monolyth oxygenator was changed out with another monolyth and they continued the procedure without incident. No pt injury.